Manufacturer narrative:
A portion of the lead was returned. Laboratory analysis could not confirm the clinical observations. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted that the proximal portion of the lead was returned severed 150 millimeters (mm) from the terminal pin, the presence of set screw marks were observed on both terminals and dried blood/body fluid was noted in the lumen. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead, presented to the hospital with ventricular tachycardia (vt) and vomiting. Review of electrograms (egm) showed pacing inhibition resulting in three consecutive seconds of asystole. Additionally, increased threshold measurements and loss of capture (loc) was observed. It was noted that the patient had been placed on several medications that was suspected have caused the increase in threshold measurements and loc. The physician lowered the patient's medications and programming changes were made. An x-ray was planned. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed four days later. The pacemaker was explanted and the rv lead was capped and surgically abandoned. A new device and rv lead were implanted without incident. No adverse patient effects were reported. This lead was surgically abandoned and is not expected to be returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.